Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Reportedly, the customer was reaching out to their hcp to obtain manual insulin therapy supplies to address their elevated bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.